Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device change procedure on (B)(6) 2018. When the physician attempted to disconnect the right ventricular lead from the pulse generator, the set screw appeared to be stripped. The physician tugged on the lead and the insulation snapped around the lead, it appeared that the lead was just wire where the insulation broke. The lead was capped and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
The reported stripped set screw was confirmed in the laboratory. Set screw inset was found stripped due to user error.